Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Based upon the information from sorc, omsc concluded that the malfunction was ¿the emergency lamp blinked¿, not ¿the emergency lamp lit up¿, because the emergency lamp was replaced due to the spare lamp error was occurred by the failure of the emergency lamp. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the emergency lamp blinked could not be conclusively determined. However, based upon the information from sorc, there was the possibility that this phenomenon was attributed to the accidental failure of the emergency lamp because only about three years had passed from the subject device had been manufactured and there was no other failure.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the lamp.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the emergency lamp indicator lit up and also the emergency lamp lit up. There was no report of patient injury associated with the event.